Manufacturer narrative:
Event date: (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette was damaged. The caregiver stated that they found the cassette was cut horizontally when they opened the box. It was noticed before use. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.